Event description:
It was reported that during lap appendectomy the device failed to fire. The surgeon then converted to an open appendectomy to complete the case. The patient is stable at this time and recovering.